Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The 90-95% stenosed, de novo target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.75x20mm promus element plus drug-eluting stent was deployed to treat the lesion. However, post stenting while taking orthogonal view of the deployed stent, the physician noticed an edge dissection. A 2.50mmx12mm promus element plus was implanted to cover the edge dissection and completed the procedure. No further patient complications were reported and the patient's status was stable at the end of the procedure.